Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on (B)(6) 2019 and (B)(6) 2019 under manufacturing report number 0001822565-2019-01105.

Event description:
It was reported that the articular surface mechanism was identified to be compromised prior to use when it was removed from its packaging. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned articular surface showed that the dovetail feature was flared and compressed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer® mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The complainant reported that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.